Manufacturer narrative:
Seizure. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. Since (B)(6) 2014, the patient had felt pain with the stimulation on. The pain went away when the patient turned the stimulation off in (B)(6) 2015, and the therapy has remained off since that time. The patient also reported having seizures. The patient had been discussing device removal with their hcp. Follow up was later received that stated the device was off, and that the patient's back felt better. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins worked fine for about a year then suddenly the patient had more nerve pain down their leg. The patient went to the doctor who tried different settings but eventually a manufacturer representative told the patient to turn the ins off. The patient stated that shortly after the ins was turned off the patient got better but started having paraplectic seizures on the left side where the implant was, 2-3 times a day; the patient said that they eventually turned into epileptic seizures. The patient reported that this went on for a year and a half and was put on 15 pills a day for the seizures. The patient said they had multiple prescriptions and tests but the doctor finally recommended having the ins removed. After the explant the patient reported that she has not had any seizures and has since been weaned off the medications. The patient met with a neurologist who thought the ins was causing the seizures and that the ins was stimulating the brain. Patient services asked if the ins was off and the patient replied that the ins was always sending a low current. The patient stated that ultimately removing the ins resolved all the issues; the patient reported that the last day she had the stimulator implanted was also the last time she had a seizure and she has been seizure free since having the device taken out. The patient stated that she was upset that she had these seizures because it was a year and a half out of her life. The patient noted that there were no falls or trauma related to the issues. No further complications were reported/anticipated.